Event description:
(B)(4). Onset of symptoms has been ongoing since device was implanted in 2010. Rash on thighs, abdomen, lower back, breasts and base of neck at hairline. Cramps and abdominal pain. Brain fog and weight gain, especially around abdomin.